Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was chipped and cracked. The bottom case was damaged. There was check clutch/ plunger lever error on event history log. Multiple flow and occlusion tests were unable to duplicate the reported problem. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 3 years old. UDI information is unknown.

Event description:
It was reported that the device was having intermittent stops during feeding. No patient injury was reported.